Event description:
The customer reported the staff was alerted to the patient's room by a pulse oximeter alarm. The patient's oxygen saturation had decreased to 54%. The ventilator and oximeter were plugged into the area's remote alarm system. It is unknown if the ventilator alarmed at time of event because no one was in the patient's room initially. The nursing station was not alerted of a ventilator alarm, so they speculate it did not alarm. The respiratory therapist (rt) entered the patient's room and reported the ventilator's monitor was blank with nothing showing on screen, and the patient was apneic. The rt stated it looked as if the ventilator was turned off. Patient was bagged and placed on a portable ventilator. O2 saturation increased back into the 90's. The patient was placed on another ventilator, and the customer reported there is no permanent patient harm. The ventilator was serviced by a 3rd party service group. The 3rd party service technician reported when he turned the ventilator power switch on, the unit did not power on using ac power or backup battery power. The service technician replaced the power supply and backup battery. The ventilator tested to operating specifications at completion of repair.

Manufacturer narrative:
Na